Event description:
It was reported that a pump experienced downstream occlusion alarms. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.